Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition regarding the device not able to run backwards or oscillate was not found. However, during evaluation, it was determined that the part of the inner housing was damaged. The assignable root cause was determined to be due to wear from normal use and servicing if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the part of the inner housing was damaged on the small battery drive device. It was further determined that the device could not run. It was noted on the service order that the device could not run backwards or oscillate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.